Event description:
The manufacturer received information alleging a ventilator failed testing. The device was not in patient use. The customer was advised to clear the sensor table and run a repair test to address the issue.